Manufacturer narrative:
Additional 510(k)# that also applies to this complaint: k133317. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left m1 segment of the middle cerebral artery (mca) using a penumbra system jetd reperfusion catheter (jetd) from a penumbra system jetd kit. During the procedure, the physician made one successful pass using the jetd and a penumbra system 3max reperfusion catheter (3maxc). While advancing the 3maxc through the jetd during the second pass, the physician encountered resistance and subsequently found that the distal 10 cm of the jetd was flattened. The physician was unable to continue aspiration using the jetd, therefore the jetd was removed from the patient and was no longer used in the procedure. The procedure was completed using another device and the same 3maxc. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the jetd was ovalized approximately 117.0 thru 118.0 cm from the hub. Conclusions: evaluation of the returned jetd revealed that the catheter shaft was ovalized. If the device is forcefully mishandled during use, damage such as an ovalization may occur. During the functional testing, resistance was encountered while attempting to advance a demonstration 3maxc through the ovalized location on the returned jetd, and the 3maxc could not be advanced any further. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.